Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone15.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient loss consciousness due to hypoglycemia on (B)(6) 2025 (estimated). The patient's blood glucose levels declined to 29 mg/dl (1.6 mmol/l) while wearing the pod between 36 and 48 hours. The patient reported looking at their dexcom g7 value, which stated their blood glucose levels were ¿acceptable¿ and then losing consciousness 10 seconds later. The patient¿s parents were able to administer baqsimi twice and the patient regained consciousness. The patient performed a fingerstick blood glucose check, which showed that their levels were 29 mg/dl. The patient did not seek medical attention but did inform their healthcare professional back in their home country.